Manufacturer narrative:
This supplemental report was created to capture updates on h6: device codes and b5: describe event or problem.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to fractured. A new lead was implanted. No additional adverse patient effects were reported. Additional information received which indicated that the right atrial (ra) lead exhibited impedance issue.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to fractured. A new lead was implanted. No additional adverse patient effects were reported.